Manufacturer narrative:
The field service engineer (fse) found the ultra-sonic mixer cover was installed incorrectly. Fluid was collecting on top of the cuvettes due to the cover being loose. The cover was loose as 2 cuvette screws were holding it to the bracket instead of the normal cover screws. The fse switched the screws to their correct positions. The fse found an issue with the gear pump pressure and ended up replacing the gear pump head and adjusted the pressure and cuvette levels correctly. Mechanical checks were performed with no issues. All pump pressures, rinse mechanism and wash station levels were ok. Precision test results were within specification. The customer completed successful qc.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for ca2 calcium gen.2 (ca2) and 1 patient sample tested for online tdm vancomycin gen. 3 (vanc3) on a cobas 6000 c (501) module. Patient 1 initial ca2 result was 5.7 mg/dl. The repeat result from a different c501 module was 9.2 mg/dl. Patient 2 initial ca2 result was 5.7 mg/dl. The repeat result from a different c501 module was 8.22 mg/dl. Patient 3 initial ca2 result was 5.7 mg/dl. The repeat result from a different c501 module was 8.9 mg/dl. Patient 4 initial vanc3 result was 75.1 ug/ml. The repeat result from a different c501 module was 11.1 ug/ml. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. The ca2 reagent lot number was 47460301 with an expiration date of 31-jul-2021. The vanc3 reagent lot number was 46573901 with an expiration date of 30-sep-2021.

Manufacturer narrative:
Calibration was acceptable. The customer has had no further issues since the service visit. The investigation determined the service actions resolved the issue.